Event description:
It was reported that during implant, the right atrial (ra) lead helix would not extend in the body after more than 40 turns. The lead was removed from the body, tested on the table and the helix would not extend. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.